Event description:
At receipt of the device at the foreign subsidiary, the central control monitor of the heart lung console did not display graphics images properly. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
The affected assembly was returned to the MFR for eval. Examination of the display module circuitry revealed that the connection between a dimm (memory) chip was intermittent, resulting in the observed behavior. The device was repaired and returned.